Event description:
It was reported that during the procedure, after performing pre-dilatation with a non-abbott balloon catheter, a 2.5x15 rx xience prime stent delivery system (sds) was advanced and positioned without resistance to an eccentric, non-calcified, 90% stenosed, de novo lesion in the mildly tortuous distal right coronary artery. Prior to any attempt to inflate the device, while pulling negative pressure to purge air from the rx xience prime sds, blood was observed to be entering the non-abbott inflation device; thus, a leak in the sds shaft or the balloon is suspected, but the location of the leak was unable to be confirmed. The 2.5x15 rx xience prime sds was withdrawn from the anatomy without resistance and the procedure was successfully completed using the same inflation device to deploy a 2.5x18 rx xience prime sds. There were no adverse patient effects and no occurrence of a clinically significant delay. After withdrawal from the anatomy, a syringe was connected to the 2.5x15 rx xience prime sds to flush the guide wire lumen to prevent drying of contrast for preparation of return shipment, resulting in a slightly expanded balloon and stent; the stent had been confirmed to be firmly crimped on the balloon immediately after withdrawal from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect preparation. Evaluation summary: the device was returned for evaluation. The leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to prepped/purge the device prior to use. Based on the information reviewed, there is no indication of a product deficiency.